Event description:
The facility reports the resident was being transferred into a chair by two cna's. The resident let go of the lift handles and put her arms over her head to remove the sling. She leaned forward, resulting in the dislocation of her shoulder and a hematoma to her left head area. The resident was admitted to the hosp. The lift was inspected and found to be in good shape. The sling was also found to be in good shape. The lift was function tested and was found to perform to OEM specs. (B)(4).

Manufacturer narrative:
The info in incident eval form (B)(4) states that there is no functional problem with the (B)(4) nor with the sling. The incident - as described in (B)(4) - appears to find its cause in the use of the (B)(4) for a resident who is judged not suited (the resident's name was apparently not on the resident list for the (B)(4)), and in the fact that the resident tried to remove the sling by herself.